Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine and an unknown drug, dose and concentration not reported via an implantable pump. The indications for use was non-malignant pain. The patient's pre-exiting conditions were paraplegic and parkinson's. The patient's pain was more than usual, worse than usual. The patient had called the pain physicians thinking the pump wasn't functioning properly or ran out of medication, etc. Per the reporter the patient's medication was out and the pharmacy was calling and called the healthcare provider on the cell phone. The patient went in to have it checked and after it was checked the pump was refilled and then the next day the patient was told the healthcare provider never wanted to see him again. The patient was seeking a new healthcare provider. Troubleshooting, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal hydromorphone at 4.716 mg/day and bupivacaine at 11.791 mg/day. The patient's pain was not controlled and was worse. Although it was stated that the MRI was not due to a problem with the device or therapy, it was also reported that the patient was having an MRI to rule out an issue with the pump or other spine issues. It was noted that the patient was a quadriplegic and that he had a pump due to "a bleed in the spine." The patient would need anesthesia for the MRI due to pain. The consumer asked if the patient could have a manufacturing representative check the pump post MRI. It was later reported that there were no significant findings from the MRI related to the intrathecal pump. Actions/interventions taken to resolve the pain included office visits for pump adjustments with intent to lower medication dosages. The cause of the pain was noted to be ongoing pain due to the diagnosis of paraplegia, central pain syndrome, and lumbar stenosis.